Event description:
The customer observed a false positive architect stat troponin-I result for 1 patient. The following data was provided: patient #1: first run = 0.21 ng/ml. Second run = < 0.01 ng/ml. Third run = < 0.01 ng/ml. The customer did not provide specific patient information, but provided a normal range for troponin-I of < 0.04 ng/ml that is being used by the customer. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect stat troponin-I results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 58538un20, through world wide data. Return testing was not completed as returns were not available. Tracking and trending was reviewed and determined no trends were identified for architect stat troponin-I (ln 2k41) related to the issue. The historical performance of reagent lot 58538un20 was evaluated using worldwide data from customers in the field for troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 58538un20 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 58538un20. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for reagent lot 58538un20 was identified.